Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set cannula kinked event on 05-jun-2024. The event occurred after 3 or more hours of insertion. The infusion sets had been used for 10 hours. The insertion site was at the upper buttocks .the blood glucose level was 16 - 22.6 mmol at the time of event therefore the patient was treated with mdi. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.